Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 18-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer asked about the difference between critical override and temporary non-profile mode.a technical support specialist (tss) provided clarification on the critical override feature, explaining that it is available only on profile-mode bd pyxis medstation enterprise server dispensing devices and is not supported on bd pyxis anesthesia station enterprise server devices. The tss explained that on profile devices, medications typically require a pharmacy-approved order unless configured in override groups, and that critical override allows access to medications when patient or order data is not updating by making all permitted items available based on user security privileges. The tss also clarified the behavior of medication removals during critical override, including transaction recording and witness requirements, and explained the function of temporary non-profile mode. The tss contacted the customer through the main hospital line, discussed the findings, and received confirmation that no further action was required. Permission was granted to close the case. The system functioned as intended after technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, station on critical override. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.